Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed half height cubie pockets on main 6.1 and not detected on bus. This malfunction resulted in a delay in medication dispensing to the patient. The medication was subsequently obtained by the pharmacy and provided to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station main drawer 6.1 was failed and it was not detected on bus. The field service engineer (fse) had addressed repeated failures and missing configuration of auxiliary drawers 3.1 and 4.2 half height cubie pockets in the medication application. The fse reseated the row board cable connections, as well as all cubie trays and pockets. After testing, all pockets and drawers were successfully recovered and verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a failed half height cubie pockets on main 6.1 and not detected on bus. This malfunction resulted in a delay in medication dispensing to the patient. The medication was subsequently obtained by the pharmacy and provided to the patient. There were no adverse events or injuries reported based on this event.